Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter-(B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had gas loss alarm and auto-fill failure during use on patient. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) upon arrival, connected system trainer and could not duplicate a gas loss alarm. Fse manually completed a autofill successfully multiple times and allowed iabp to operate for 2 hours and it successfully completed its normal 2-hr autofill. The alarm they reported is a clinical alarm, with remedies found in the instructions for user manual. Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
Na.

Event description:
Na.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h6 (health effect ¿ impact codes).